Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was not cycling. As a result of inspection, a leak in the tubing was found. The aus was explanted and replaced. No patient complications reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was not cycling. As a result of inspection, a leak in the tubing was found. The aus was explanted and replaced. No patient complications reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4). Correction to field b3: event date.